Event description:
It was reported to boston scientific corporation that during an anterior colporrhaphy procedure using an uphold lite vaginal support system, as the first leg assembly was being thrown through the sacrospinous ligament, the needle detached, preventing the leg assembly from being placed. Reportedly, the detached needle was inside the capio device. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during an anterior colporrhaphy procedure using an uphold lite vaginal support system, as the first leg assembly was being thrown through the sacrospinous ligament, the needle detached, preventing the leg assembly from being placed. Reportedly, the detached needle was inside the capio device. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue striped dilator. Visual analysis of the returned capio device revealed that the needle, with a small portion of suture still attached, was captured inside the capio cage. Functional testing of the returned capio device showed that it operated freely and with no anomalies.